Manufacturer narrative:
Product investigation summary: two polyaxial head placement tools (part 03.632.037, lots 6703418 and 6718642) and one top loading polyaxial head (part 04.632.001, lot 9880368) were received. The placement tools were tested with the returned head and found to function as intended. The only damage visible on the head of the placement tools were minor scratches. This complaint is deemed unconfirmed. The relevant placement tool drawings were reviewed during the evaluation. Prior to using the placement tool, the site should be prepared using a reamer over the implanted bone screw to remove all interfering bone and to ensure enough space exists to allow free mobility of the polyaxial head. During assembly, the placement tool is connected with the polyaxial head and pressed down onto the screw head. If interfering bone was not removed with the reamer, the polyaxial head would not engage properly with the screw head. The complaint condition could not be replicated and the complaint is deemed unconfirmed. Device history record review results for both potential lot numbers are as follows: lot number: 6703418 - release to warehouse date: march 6, 2012; lot number: 6718642 - release to warehouse date: december 21, 2011; no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Patient gender and weight are unknown. Lot numbers 6703418 and 6718642 provided. It is unknown which was the complained device. Possible (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 03.632.037, lot number: 6703418: release to warehouse date: 06march2012. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was performing a posterior lumbar interbody fusion (plif) on (B)(6) 2015 and while trying to put a head on one of the screws, he could not get the head to engage onto the screw. The surgeon used another head and it worked fine. He believed it may have been an issue with the head placement tool. There was no harm to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Retraction: the investigation of the returned device, which was completed on (B)(4) 2015, confirmed that the device had not broken during the event. Instead, the device experienced an unspecified functional issue. Due to this new information, the complainant part was re-assessed and determined to no longer be reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retraction: the investigation of the returned device, which was completed on (B)(4) 2015, confirmed that the device had not broken during the event. Instead, the device experienced an unspecified functional issue. Due to this new information, the complainant part was re-assessed and determined to no longer be reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention.